Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiib of the suprarenal cuff and reline with 2 suprarenal cuff and a main body. Additionally there was evidence to reasonably support the following observation; strut fracture of the superior stent margin if the main body, aneurysm enlargement, endoleak type iiib and dilation of 72% of the main body (reported in report #:2031527-2017-00414) , and cuff dilation of 32%. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was related to the strata graft material of both the main body and suprarenal extension. It was also likely related to the off-label use of a 34 mm proximal extension in a 25 mm main body graft. No procedure-related issues, anatomy-related issues, or cautionary product use conditions were determined. Associated clinical harms for this device failure included: type iiib endoleak, aneurysm enlargement, and a secondary endovascular procedure (relined with a main body and two suprarenal extensions). The most likely cause of the strut fracture could not be determined. However, the off-label oversized proximal extension in the main body and the anterior remodeling of the aorta with increased posterior thrombus might have contributed to the event. No procedure-related issues, or cautionary product use conditions were determined. Associated clinical harms for this device failure included: no known impact to the patient. The final patient disposition was reported to be good. Aa root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
During the clinical evaluation of pr23228 for an endoleak type iiib of the suprarenal cuff (reported in report number 2031527-2017-00414) it was discovered that the patient also had and endoleak type iiib of the main body. The physician completed a secondary on (B)(6) 2017 to reline with two vela suprarenal extension and a bifurcated stent. Patient is reported as doing good post procedure.